Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of her high blood glucose level of around 700 mg/dl. Her blood glucose level was corrected with two ivs and was given manual injections in the hospital. She was wearing her insulin pump at the time of hospitalization. The insulin pump's drive support cap was protruded. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.